Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a keypad overlay texture damage, a scratched case, a serial number label missing and a broken belt clip rails. Cosmetic damage was confirmed at the case - battery compartment and case - battery compartment (tube) threads of the pump during analysis. Retainer ring damage (a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer) and reservoir unable to lock into place were confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump has a crack on the battery tube. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the location of the damage was case ¿ battery tube side and battery tube threads and the pump functionality was not affected. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device was returned for analysis.